Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A review of the charging log revealed that the charger was misaligned with the ipg which led to a lower-than-expected charging current as the device had shifted position. With all the available information, boston scientific concludes that the reported event of difficulties with charging and communication due to ipg shifting laterally within its pocket was confirmed. The ipg migration is the cause of the inability to charge the ipg and the reported communication issues experienced by the patient.

Event description:
It was reported that the implantable pulse generator (ipg) moved laterally in the pocket and the right lead had migrated. The patient experienced difficulty charging the ipg and the ipg would also not connect to the remote control (rc). The patient underwent a revision procedure wherein the ipg was replaced and the lead that migrated was repositioned. The patient was doing well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) moved laterally in the pocket and the right lead had migrated. The patient experienced difficulty charging the ipg and the ipg would also not connect to the remote control (rc). The patient underwent a revision procedure wherein the ipg was replaced and the lead that migrated was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).